Manufacturer narrative:
Related manufacturer report number# 2916596-2021-04751. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for (B)(6) driveline infection evaluation (diagnosed on (B)(6) 2021 as (B)(6)) during which it was noted the controller was not connected to an adequate power supply. The pump was off because the controller was attached to dead batteries as the patient did not change them to keep pump running. The batteries were exchanged and the pump restarted. The patient was put on vancomycin and restarted on cephalexin . Increased drainage was found on 13aug. The patient was not harmed in this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A review of the patient¿s log files confirmed a complete loss of power to the system controller resulting in a clock reset on (B)(6) 2021. At 15:08:08 on (B)(6) 2021 the patient began experiencing low power advisory alarms as the batteries began depleting. By 20:45:19 on (B)(6) 2021, these alarms progressed into low power hazard alarms and by 21:46:20, the batteries completely discharged causing no external power alarms and the controller switched to the backup battery. On (B)(6) 2021 at 23:26:30, the backup battery depleted causing a pump stop and all patient parameters were reduced to 0. After an unknown amount of time, the controller was reset, and the pump began operating again by (B)(6) 2000 at 00:00:04. The clock was reset at 14:52:36 on (B)(6) 2021, and backup battery fault alarms were captured for the rest of the log file. The patient remained ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until the patient received a pump exchange on (B)(6) 2021 (refer to manufacturer report number #2916596-2021-06928). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 01apr2017. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the hm 3 IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 2 of the hm 3 IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the hm 3 IFU, ¿powering the system¿, and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 of the hm 3 IFU also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep, including switching to the power module or mobile power unit. This section further states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Additionally, section 7 of the hm 3 IFU, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 5 of the hm 3 patient handbook, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. Section 3, ¿powering the system¿, details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.